Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: device history lot ==> a manufacturing record evaluation was performed for the finished device [d09ay0136] number, and no non-conformances related to the reported complaint condition were identified. Investigation summary ==> the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device [d09ay0136] number, and no non-conformances related to the reported complaint condition were identified. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that cord of the 5 way foot pedal become detached. The complaint device was received and evaluated. Visual observations confirm that the cord is detached, the foot pedal cannot be connected into the pump,the functional test cannot be performed due to damage in the device, confirming this complaint. The possible root cause for the reported failure can be attributed to user mishandling of the device. A manufacturing record evaluation was performed for the finished device [d09ay0136] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [d09ay0136] number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep that the cord of the 5 way foot pedal device became detached. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.